Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package, and found out wire guide cannot put through stent. User detected the pigtail end kink. No use on patient. User changed another same device to complete the procedure. Additional information received on 03-sep-2020 that incorrect size wire guide, 0.025in was used. No adverse effects to patient reported.

Event description:
***The investigation was completed on 19-nov-2020. The results and conclusions are outlined in section h of this report*** user opened the package and found out wire guide cannot put through stent. User detected the pigtail end kink. No use on patient. User changed another same device to complete the procedure. Additional information received on 03-sep-2020 that incorrect size wire guide, 0.025in was used. No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation: 1 x spsof-5-5 of lot # c1702821 was returned to cirl for evaluation open in its original packaging. A second file was opened as result of the information contained within this file. The second stent was placed with a 0.025" wire guide and complaint file (B)(4) (emdr 3001845648-2020-00869) will investigate this complaint. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 15th of september 2020. The returned device lab findings and observations can be referred through the attached files. A kink and perforation was observed at the 2nd porthole on the pigtail end. A 0.035-inch wire guide did not pass the kink. Document review including IFU review: prior to distribution spsof-5-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for spsof-5-5 of lot number c1702821 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1702821. It should be noted that the instructions for use (ifu0055-4) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends